Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to greater than 10f and the tavr procedure was completed. Reportedly post procedure, the 10 o'clock angled prostyle suture broke during knot advancement. Closure was attempted with the 2 o'clock angled suture; however, the artery did not close and the bleeding did not stop. The suture at the 2'o clock position was cut, the guidewire was removed and a stent graft was placed from contralateral side to close the groin. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.